Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 55-year-old male patient, the device would not power up with battery power only. The device inappropriately shut down when unplugged from ac power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the main board. Intergrated circuit, u117, was determined to be root cause. The main board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.